Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose levels were running high. The customer's mother stated that the customer uses the mio and silhouette infusion sets and that they have changed the infusion set four times and the issue persisted. Troubleshooting was performed and the insulin pump failed the high pressure test. Nothing further was reported.